Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Using the right femoral approach, the procedure treated the target lesion located in the left external iliac artery. Pre-dilation was performed with a 40mm sterling balloon catheter and then a 8.0x100mm non-bsc stent was implanted. Next post dilation was performed with an 8.0x40mm mustang balloon inflated to 10 atms and upon the 2nd inflation at 12 atms the balloon ruptured. The lesion was well dilated and the procedure was completed. No patient complications were reported and the patient status is good.